Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became shattered and intermittently unresponsive while the customer was playing. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.